Event description:
It was reported that during conization procedure, the hs004 blade was used on the neck of uterus with a hsa06 adapter without sheath. There were no anomalies noted during use of the device. Once, the patient was discharged, after that, the patient was ambulanced for burn. The patient got burned at vaginal mucosa and pudendum. Now the patient is in the hospital. We have no detailed information about degree of burn, treatment for burn etc. Because the patient has already started to prepare for legal step. So, we could not get further information about this complaint. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information on harmonic usage and additional information from account. The harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade; and the movement of the blade has to have direct contact to generate heat. Heat created by harmonic devices is caused by the high-speed vibration and friction between the active blade and tissue. Heat in harmonic devices is retained in the active blade, potentially in the tissue pad, as well as the distal shaft of the instrument. Has the surgeon been in-serviced on heat management? Yes. Is the surgeon aware of the warnings in the IFU as to heat? Yes. The hs004 is a 10mm reusable blade. Do you know how many times this blade has been used as the device was manufactured in october, 2002. No information. Why did the surgeon use a 5mm adaptor with the 10mm blade and without the required protective sheath? As the doctor thought difficulty in approaching to deep part, he used hs004 with hsa06. What is the size of the burn? No information. What part of the device is suspected of causing the burn: no information. What is the severity of the burn? No information. What medical intervention was used to treat the burn? (Such as salve or stitches): no information how long after the procedure did the patient return to the hospital and the burn was found? No information. Are there any anticipated long-term effects from the burn? No information. Will the patient need any follow-up? Yes.